Event description:
The customer contacted spacelabs healthcare technical support to report that a patient expired after leads were removed and clinical staff were unaware. A spacelabs healthcare field service engineer (fse) went on site and pulled xhibit central station (xcs) logs from three different xcs that were monitoring the patient. The logs were provided to a spacelabs healthcare product support specialist (pss). The pss reviewed the logs and confirmed that the xcss alarmed for both asystole and leads off. The leads off alarms were found to have escalated from medium to high priority as expected. At this time no device malfunction was observed with the xcs station and it was determined that the system alarmed appropriately.